Event description:
It was reported that durng a low anterior resection procedure, the staples did not form. The surgeon felt resistance while closing the instrument, but it fired within the proper range. The procedure was completed with an anastomosis performed with a circular stapler. This resulted in a re-operation due to leakage from anastomosis. The re-operation led to a permanent stoma (sigmoid).